Event description:
On 26-mar-2026 it was reported that on an unknown date the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted to the hospital and treatment details are unknown. Discharge status is unknown.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Dka is a life-threatening metabolic condition. Engineering log review confirmed that during the relevant timeframe the device was powered off and not providing insulin therapy. Review of available logs outside this period showed no malfunction alerts, no factory reset, and no motor errors, and the ilet was delivering insulin as requested when powered on. Additional information indicated the user was not wearing a cgm and did not respond to device alerts; however, no further details could be obtained as the user declined follow-up. Based on available information and limited data, a definitive cause could not be established. If additional information becomes available, a supplemental MDR will be submitted.